Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The advocate stated she tested her brother's blood glucose at 3:00am with the contour next link 2.4 and the reading was 30mg/dl. She retested using a different meter and the reading was 187mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned. Product was not replaced.